Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6, -17.0 diopter, implantable collamer lens, into the patient's left eye (os) on 08/sep/2022. On (B)(6) 2023 the lens was explanted due to glare/halos and blurred vision. Problem resolved. The cause of the event is reported as patient related factor.

Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk, h6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4)